Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. After lowering on the amplitude on the transmitter assembly, the patient has not experienced any additional shocks and the issue was resolved. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the patient has not experienced any additional shocks after lowering the amplitude on the transmitter assembly (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly got shocked. The programs on the transmitter assembly were changed by lowering the amplitude. As of (B)(6) 2025, the patient has not experienced any additional shocks after lowering the amplitude, they are getting good pain relief, and feeling very good.